Manufacturer narrative:
The clinician placed an expired implant.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve primary stability or osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.